Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use the needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that needle failed to retract.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that needle failed to retract.